Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the battery voltage recently began dropping in an irregular fashion. Device replacement was recommended. Further, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.